Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for routine pacemaker follow up. Upon review, it was found that the pacemaker exhibited premature battery depletion. The device was explanted and replaced. The patient was stable during and after procedure.

Manufacturer narrative:
The device was received in the lab after reaching end of service and review of the device image indicated the battery supplied high current during the implant period consistent with high level settings. The device was tested under nominal electrical conditions and the results indicated normal functionality. Further evaluation of the device under various amplitude settings did not find any anomaly. Total projected longevity based on average drain current is 1.82 years. The device was implanted for 2.43 years which exceeded the projected longevity and it is considered normal battery depletion.